Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged maceration is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
The device has not been returned to kci after multiple attempts. Based on information provided, it cannot be determined that the alleged maceration is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Changing the canister: the v.a.c. ® canister should be changed when full (the alarm will sound) or at least once a week to control odor.

Event description:
On 05-sep-2019, the following information was reported to kci by the patient: on (B)(6) 2019, the patient's wound was allegedly macerated and the physician placed the activ.a.c.¿ ion progress¿ remote therapy monitoring system pending surgery. On 19-sep-2019, the following information was reported to kci by the nurse: v.a.c.¿ therapy was resumed on (B)(6) 2019 and then placed on hold (B)(6) 2019 allegedly due to maceration. On 20-sep-2019, the following information was reported to kci by the nurse: the patient underwent a sharp debridement. On 23-sep-2019, the following information was reported to kci by the nurse: the patient was discharged from the activ.a.c.¿ ion progress¿ remote therapy monitoring system.